Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated various printouts appear to show voo pacing at 40 ppm. (B)(4).

Event description:
It was reported that the patient was being prepared for a premature ventricular contraction (pvc) ablation. The patient was hooked up to the monitoring equipment. The implantable cardioverter defibrillator (ICD) device was interrogated and no parameters were changed in the device. The procedure had not begun, but the ICD device was noticed asynchronous pacing at 40 beats for approximately one minute. It was undetermined how this could have happened. The patient was placed on a holter for troubleshooting. The device remains in use for further evaluation. No patient complications have been reported as a result of this event.